Event description:
During t2 scn surgery, when the surgeon drilled to the distal screw hole of the nail, the drill was contacted the first screw hole and second screw hole and third screw hold of the nail. The surgeon removed the drill sleeve and drilled to the distal screw hole of the nail. The procedure was completed without further problem. After surgery, the sleeve had curved when the surgeon confirmed the drill sleeve.

Manufacturer narrative:
Na